Manufacturer narrative:
.

Event description:
It was reported that the patient had a debilitating seizures and was unable to make it to the physician's appointment. It was reported that the patient has missed all scheduled appointments and no scheduled appointments are pending. No additional relevant information has been received to date.